Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, folding, and "peri-implant leak". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight was to the specification and crease flat. Cloudiness and bubbles were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to ruptured device were observed. During the analysis crease flat was observed, however, it is not a workmanship because the device was explanted and it was received without its original sealed packaging.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, folding, and "peri-implant leak." The device has been explanted.